Event description:
Case description: investigational result: product name: novofine and batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated. Investigational results were updated. Manufacturer's comment updated. Narrative was updated accordingly. Manufacturer's comment: 26-dec-2019: as the device (novofine) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(4). Evaluation summary: investigational result: novofine bach number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Needle broke in abdomen during injection and possibly stuck [injury associated with device], needle broke in abdomen during injection [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "needle broke in abdomen during injection and possibly stuck(needle stick/puncture)" beginning on (B)(6) 2019, "needle broke in abdomen during injection(needle broken)" beginning on (B)(6) 2019, and concerned a female patient who was treated with novofine (needle) from unknown start date for "device therapy". Medical history was not provided. Concomitant products included - novolog flexpen(insulin aspart) solution for injection, 100 u/ml. On (B)(6) 2019, the patient reported novofine needle broke in the abdomen during injection and maybe possibly stuck. Batch number was requested. Action taken to novofine was not reported. The outcome for the event "needle broke in abdomen during injection and possibly stuck(needle stick/puncture)" was not recovered. The outcome for the event "needle broke in abdomen during injection(needle broken)" was not reported.